Event description:
The customer stated there were segments missing from the display of his contour meter. He had been running blood tests on it and relying on the results before he noticed the missing segments. The "c" and "d" segments were missing from the units and tens positions. No adverse events were alleged. The meter was replaced and the customer is expected to return his meter for evaluation.